Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Upon scheduled follow-up performed on (B)(6) 2008, the ICD memories could not be retrieved and the recorded treated ventricular fibrillation episode could not be reviewed. Reportedly, the first session was ended without resetting memories.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Review of provided files showed that: the device was implanted on (B)(6) 2007. The date of last reset of statistic counters was (B)(6) 2007. It was interrogated on (B)(6) 2008: first session from 11:37 to 11:43; second session from 13:42 to 13:52. The aida memory data were re-setted at 11:42:04 by the user before the end of aida reading during the 1st session, which explains why no episode was available upon device interrogation during the 2nd session. Consequently, the corresponding episode(s) is (are) no more available and cannot be recovered.